Manufacturer narrative:
(B)(4). Jaw. After further follow up from the sales representative the following information was provided: "I was able to find the product and will have it shipped back. I have not been able to speak with the surgeon yet." Additional details from sales rep after communication with the surgeon: "after much effort I finally was able to speak with the surgeon. He stated to me that he never requested a complaint to be filed, and that he had no adverse events happen with the ligamax. He is well versed in the product and stated that due to constant changes with the resident rotation, that not all residents know the proper use of the ligamax. It's an ongoing education process, but one that is manageable. I will follow up on my end for more in-servicing." The analysis results found that device (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended; however, during each firing sequence the jaws remained in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the el5ml device (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In addition, the device locked out as intended but the orange indicator was visible at the 11th firing sequence thus, it over traveled. This finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch # g9lc8l mfg date: 10/26/2010; exp date: 09/26/2015 (B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. If further details are received at a later date a supplemental medwatch will be sent. The contact at the facility indicated he is not the appropriate person to coordinate the onsite analysis; he suggested to work with the rep to facilitate the analysis. The contact did mention he received the additional follow up questions, but the director of nursing refused to answer any of the questions. The rep indicated he was unaware of this event. The rep is currently following up with the facility to obtain further details around the event and the potential for the onsite analysis.